Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events of "capsular contracture, baker grade unknown" and "seroma-late" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown and seroma-late.

Event description:
Patient representative reported "plaintiff suffered, and continues to suffer, from permanent physical, mental and emotional suffering, fear, grief, anxiety, apprehension, permanent scarring, and financial loss, including but not limited to, a diagnosis of bia-alcl, scarring, disfigurement, diagnostics and explant, reconstruction, hospitalization, cancer treatments, radiation, infection, disability, chronic pain, seroma, pain, rashes, itching, swelling, asymmetry of breasts, capsular contracture, mental anguish and fear of recurrence, and other past and future economic and non-economic damages such as medical care costs, lost wages, lost wage earning capacity and mental pain and suffering." No pathological markers have been provided. Device has been explanted. This is the right side record.

Manufacturer narrative:
The event of infection (late onset) is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Fi results: with the information collected during the investigation, there is enough evidence to support that device serial number (B)(6) was manufactured under controlled conditions in accordance with abbvie¿s procedures. Seal strength results were acceptable. Environmental monitoring results were found to be acceptable and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. The sterilization run 8-dh5898 is not related to any additional complaint infection record reported as of today. During the trend review of all infection complaints for the period of (B)(6)2020 through (B)(6)2022, no adverse trend was noted. Given the fact that the cause of the infection cannot be specifically associated to the manufacturing process, and there is not an adverse trend for this type of event no corrective action is deemed necessary at this time.

Event description:
Patient representative reported ""plaintiff suffered, and continues to suffer, from permanent physical, mental and emotional suffering, fear, grief, anxiety, apprehension, permanent scarring, and financial loss, including but not limited to, a diagnosis of bia-alcl, scarring, disfigurement, diagnostics and explant, reconstruction, hospitalization, cancer treatments, radiation, infection, disability, chronic pain, seroma, pain, rashes, itching, swelling, asymmetry of breasts, capsular contracture, mental anguish and fear of recurrence, and other past and future economic and non-economic damages such as medical care costs, lost wages, lost wage earning capacity and mental pain and suffering." No pathological markers have been provided. Device has been explanted. This is the right side record.